Event description:
It was reported that the patient had presented to the emergency room experiencing fatigue. The pulse generator was found to be operating in backup vvi mode. Device restoration was not performed due to the device's low battery status. The device was explanted and replaced.